Event description:
The customer reported being hospitalized after being involved in an automobile accident. The customer was the driver, and had blood glucose levels over 600 mg/dl at the time of the hospitalization. The customer had been experiencing high blood glucose levels for three days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.